Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer reported that the occlusion alarms usually occur when there are 25 units or less insulin left in the cartridge. The customer was able to resolve the occlusion alarms by changing their cartridge, the cartridge had been in use for 5-7 days. The customer normally changes their cartridge once a week and their infusion set every three days. Tandem technical support informed the customer that humalog is indicated for used up to 48 hours. The customer¿s blood glucose (bg) level was not impacted.